Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had passed away in their bed from stage 4 heart failure. Device interrogation noted undersensing of some small signals. Patient's ventricular tachycardia (vt) was programmed below the ventricular fibrillation (vf) cut off limit. The physician did not believe the device would have been able to prevent the patient from passing.